Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) (B)(4) alleging that their onetouch ultravue meter was reading inaccurately high compared to their feelings and/or normal results. The complaint was classified based on additional information obtained by the customer service representative (csr). It is not known when the alleged inaccuracy issue first occurred, and the patient was unable to provide specific blood glucose readings which they obtained on the subject meter which they felt were higher than their feelings and/or normal results. The patient manages their diabetes by self-adjusting their insulin dosage based on subject meter results and stated that they increased their insulin dosage by 4 units, based on doctor's advice, after obtaining the alleged high subject meter result(s). An unspecified period of time after taking this action the patient "fainted", a symptom which the patient associated with having low blood glucose levels. In response to this the patient was taken to the hospital in an ambulance where they were treated by a healthcare professional (hcp) with IV glucose at an unspecified time on (B)(6) 2016. The patient was hospitalized for an unspecified period of time. No further blood glucose readings which were taken in the hospital were provided at this time. At the time of troubleshooting the csr noted that the test strips being used had expired. The products were requested for evaluation. Although the test strips which the patient was using had expired, this complaint is being reported because the patient obtained an inaccurately high reading(s) on the subject meter which led to them developing symptoms indicative of serious injury and requiring medical intervention after the alleged product issue began.

Manufacturer narrative:
Correction - 08/03/2016. The initial MDR which was submitted for this pi was submitted in error. Although the patient reportedly developed symptoms suggestive of serious injury after the alleged inaccuracy issue began, lifescan is not required to report adverse event complaints for this device because lifescan has not submitted or obtained 510(k) clearance or PMA approval for this device. In addition, lifescan does not consider this device to be similar to any other device which is currently marketed by lifescan within the USA. On september 21, 2020, lfs received notification from the FDA that this supplemental was on-hold and had not been successfully received by the agency. Lfs has been engaged with the FDA since september 21, 2020, to agree upon remediation of the on-hold issue. On march 11, 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in may, 2020, entitled 'postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic'; lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.